Event description:
Event: (cc# 98-00943) the iab leaked. Specs were noted in the tubing and the iab was removed. On 3/15/99, datascope was notified that the iab was discarded and would not be returned for evaluation. [Event complications]: unknown - reported 7/29/98. [Patient's current status]: unk - rpt'd 7/29/98.